Manufacturer narrative:
A&e completed a full investigation of a similar complaint. Current punch production involves 100% in-process testing for cut and activation prior to packaging which identifies any cutting failures. Complaints for failing to cut as expected are very low; based on the review of sales in the past 24 months from the date of this complaint (02jun2019 to 02jun2021) of 67,930 boxes, and the number of complaints for this issue in that time period (7), the occurrence rate is 0.01%. Each box contains 6 punches, and therefore the actual occurrence rate is substantially lower. None of the complaints indicate patient safety risk. Users continue to use this product without further issue, indicating these complaints are isolated. As described in the investigation summary attached, improvements to the production process have been implemented. The lot of the reported device (# 0251p) was manufactured prior to the implemented improvements. No complaints have been received for this issue on products manufactured after the improvements were implemented.

Event description:
It was reported that the 3.5mm rotating surgical punch does not punch a hole all the way through the vessel per the surgeon who was using the device. No patient harm was reported.